Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg had stopped charging. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device will not be returned.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed and the reported allegation that the patients ipg had stopped charging was not confirmed. The ipg was successfully recharged fully within a four-hour cycle. An analysis of the devices data logs found no anomalies related to premature battery depletion. However, the device was implanted in 2017, and a labeling review revealed that the rechargeable stimulator battery should provide at least five years of service. Over time, with repeated charging, the battery in the stimulator may gradually lose its ability to recover its full capacity, resulting in difficulties during the charging process. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patients ipg had stopped charging. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device will not be returned.